Manufacturer narrative:
Sections with additional information as of 06-jan-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200, 167, 214 and 299mg/dl. The customer¿s expected pm fasting blood glucose test result range is 130-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/19/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 200 mg/dl date: 11/18 time:12:42pm fasting, result 2: 167 mg/dl date: 11/18 time:12:33pm fasting, result 3: 214 mg/dl date: 11/18 time: 12:32pm fasting, result 4: 299 mg/dl date: 11/18 time: 12:30pm fasting, result 5: 177 mg/dl date: 11/17 time: 10:45am non-fasting.